Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned opened with original packaging. Photo samples of the catheter were also returned. No visual defects were noted. Unable to determine an infusion failure from the photos, so the physical sample was evaluated. No visual issues were noted. Using a luer lock syringe the catheter balloon was attempted to be inflated with 75 ccs of di water. The water began to spray from the drainage eye. Lumen to lumen leakage is the cause of the inflation issue. The catheter does not meet specification, as it would not pass functional leak testing. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon did not inflate after the catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate after the catheter insertion.